Event description:
It was reported that balloon rupture occurred. The target lesion was located in the non-tortuous and moderately calcified superficial femoral artery. A 6.0 x 220 x 150-hybrid sterling balloon catheter was advanced for dilatation. However, during the first inflation at nominal pressure for less than 10 seconds, the balloon ruptured. The device was removed from the patient's body and the procedure was completed with a different device. No patient complications were reported.